Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the logfiles for the day of treatment shows successfully performed treatments without any error or relevant warning. During the reported treatment, no abnormalities can be identified and the treatment was finished with good suction values and no long suction time. According to the user manual, the user used energy settings which are within the defined recommended arrangement of pulse energy. The logfile shows no error or relevant warning messages during the complete day and also the energy stayed stable and showed no abnormalities. No technical root cause could be identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported a patient with microstriae in the left eye one day post lasik. One month post-operatively, the patient complained of glare. A lift and stretch was performed. The patient no longer has any complaints. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.